Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body detached at 119.5cm from the proximal part, also the device was detached at 6cm from the distal section, the distal tip was not returned. Overall length and overall diameter of distal tip couldn't be measured due to the device condition. Outer diameter of middle of the near to the broken section and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11534. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A rotablator burr and rotawire were selected for use. During the procedure, the burr was run at 160,000 rpm with flush running. It was then noted that the burr overheated and fractured the wire during platforming. It was also noted that the rotawire simple fell into two. There was still 8-10cm of the wire visible outside the guide catheter and the wire was able to be pulled out. Upon checking the rotawire, it became apparent that the distal end of the wire inside the rca had also inexplicably broken off. The procedure was completed with a different device and the patient remained stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) .

Event description:
Same case as MDR ID: 2134265-2016-11534. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A rotablator burr and rotawire were selected for use. During the procedure, the burr was run at 160,000 rpm with flush running. It was then noted that the burr overheated and fractured the wire during platforming. It was also noted that the rotawire simply fell into two. There was still 8-10cm of the wire visible outside the guide catheter and the wire was able to be pulled out. Upon checking the rotawire, it became apparent that the distal end of the wire inside the rca had also inexplicably broken off. The procedure was completed with a different device and the patient remained stable.